Event description:
It was reported that the pt underwent a sling procedure in 2006. The physician inserted the tape and forgot to remove the plastic sheath before releasing the tape from the graspers. The physician attempted to remove the sheath but was unsuccessful. The physician removed all the tape and most of the sheath, but approximately two inches on each side are still in the pt. The physician believes that the sheath retained in the pt may be left at the area at the back of the obturator membrane and at the outer exit points of the skin. The physician then successfully placed another sling with no problems to report.

Manufacturer narrative:
Regarding the sheath fragments left in the patient: studies showed no biocompatibility issues, and sheath material is not absorbable. However, possible longterm impact of the remaining sheath in patients has not been studied. It is understandable that the operating physician decided to leave the sheath fragments in vivo to avoid further tissue damage. Our product IFU specifically describes the proper procedure for the tape implantation and the sheath withdrawal. This is apparently a surgical technique issue rather than a product or product performance issue.